Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer sent the logs and additional information of the machine to technical support. It was identified that the power board was faulty that causes the machine to turn off and on.

Event description:
Customer reported that their bellavista 1000 unit turns off/on without any external interference. Patient involvement is unknown at this time.